Event description:
Baxter global complaint coordinator reported that a patient had a feeling of malaise, decreased arterial pressure, breathing difficulties, swelling of lips and eyelids and was sweating during a treatment on a system 1000 machine. The symptoms occurred at the beginning of treatment as soon as the patient blood reached the patient venous access. The patient arterial pressure was 200/102 and was measured was measured every 5 minutes. The last arterial pressure measured was 185/95. The nurse immediately stopped the treatment and disconnected the patient. The blood that existed in the extra-corporeal circuit was not returned to the patient. The malaise symptoms dissipated after thirty minutes. The patient was transferred to the hospital and dialyzed without issue the same day.